Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer was instructed by tandem technical support to perform additional troubleshooting steps, which the customer declined.